Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during placement, allegedly the catheter kinked when passed through a subcutaneous tunnel. Port was placed over the wire using the cvc; inserted through the internal jugular vein. Unable to infuse saline, due to the alleged kink. The device was removed and replaced to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation review: one ti powerport slim w/ 6fr s/l catheter. The port was received assembled, with catheter and cath-lock attached to the port stem. A partial circumferential crease with slight flattening of the catheter was noted between the 9cm and 10cm depth markers. The port sample was patent to infusion and aspiration with no leaks observed. However, as a crease was noted to the catheter, the investigation is confirmed for the reported catheter kink. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Based on the reported event description, potential contributing factors include placement technique and unique patient anatomical features. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during placement, allegedly the catheter kinked when passed through a subcutaneous tunnel. Port was placed over the wire using the cvc; inserted through the internal jugular vein. Unable to infuse saline, due to the alleged kink. The device was removed and replaced to complete the procedure. There was no reported patient injury.